Event description:
It was reported that during the procedure of this inflatable penile prosthesis (ipp) after it was put into the body, the cylinder presented air. The cylinder was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.